Event description:
Same case as MDR ID 2134265-2015-00539 and MDR ID 2134265-2015-00540. It was reported that balloon rupture occurred. The 98% stenosed, 17.8mm x 2.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified right coronary artery (rca) and left anterior descending artery (lad). A 6fr vl 3,5 mach 1 guide catheter was advanced towards the lesion. After a pt2 ms has crossed the lesion, a 2.00mm x 20mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and another 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The physician removed the second catheter balloon. A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced but the balloon also ruptured. The physician removed the device and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon and on the distal tip. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was a 6mm longitudinal tear at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00539 and MDR ID 2134265-2015-00540. It was reported that balloon rupture occurred. The 98% stenosed, 17.8mm x 2.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified right coronary artery (rca) and left anterior descending artery (lad). A 6fr vl 3,5 mach 1 guide catheter was advanced towards the lesion. After a pt2 ms has crossed the lesion, a 2.00mm x 20mm maverick 2 balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and another 2.00mm x 15mm maverick 2 balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The physician removed the second catheter balloon. A 2.5mm x 8mm quantum maverick balloon catheter was advanced but the balloon also ruptured. The physician removed the device and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).